Event description:
It was reported that during a percutaneous coronary intervention that a catheter perforation occurred. The 100% stenosed lesion was located in the calcified and severely tortuous left anterior descending coronary artery. The physician advanced the 15mm x 1.50mm apex flex over-the-wire balloon catheter across the lesion. Next, the physician attempted to exchanged the guide wire, however, when the unspecified guide wire was advanced through the apex lumen, the guide wire perforated the wall of the apex catheter. The physician successfully completed the procedure with a different device. No patient complications were listed the patient¿s status was reported as ¿good¿.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed blood in the shaft and a hole located 8.5cm from the tip. Examination of the material surrounding the hole did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. The inner diameter of the tip was measured and was found to have met device specifications. A new guide wire was loaded through the device and no resistance was encountered. The guide wire used in the procedure was not returned which limited the investigation results. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention that a catheter perforation occurred. The 100% stenosed lesion was located in the calcified and severely tortuous left anterior descending coronary artery. The physician advanced the 15mm x 1.50mm apex flex over-the-wire balloon catheter across the lesion. Next, the physician attempted to exchanged the guide wire, however, when the unspecified guide wire was advanced through the apex lumen, the guide wire perforated the wall of the apex catheter. The physician successfully completed the procedure with a different device. No patient complications were listed the patient's status was reported as 'good'.